Event description:
Parent performing testing for child reports 3.0 inr with protime system vs. 4.1 inr with unspecified lab system. Patient therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusion - no conclusion can be drawn.